Manufacturer narrative:
Awaiting customer approval for evaluation and repair. (B)(4).

Event description:
The customer reported the fluoro image was not displayed on the workstation monitor. No pt injury was reported.